Event description:
It was reported in an abstract that a total of 10 patients underwent balloon kyphoplasty procedures (bkp) to treat osteoporotic vertebral compression fractures. Compression fractures occurred at the l1 level in 3 patients, at t11, t12 and l2 in 2 patients each, and at the l5 level in 1 patient. According to the report, "bone cement leakage confirmed on postoperative CT was observed in 5 patients: to the anterior vertebral body in 3 patients, to the intervertebral disk in 3 patients, and to the paraspinal muscle in 1 patient ... (With overlapping)." It was reported that the 5 patients with cement extravasation (representing 14% of the total number of patients) were asymptomatic. No further information was reported. The type of cement used in these cases was not specified in the abstract.

Manufacturer narrative:
Literature citation: nagamachi, akihiro; takahashi, yoshinori; endo, toru. "Results of balloon kyphoplasty for the treatment of osteoporotic spinal compression fractures." Mean age: (B)(6). Two men; 8 women. Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.